Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited spikes on the pacing and rv defibrillation impedance trends, and varying pacing impedances were observed which reached high undefined out of range (oor) values at times. The lead was capped and replaced, and it was noted that the helix of the chronic lead was not fully extended when viewed on an x-ray during the replacement procedure. No patient complications have been reported as a result of this event.